Manufacturer narrative:
Technician found that the stretcher brake linkage was broken. The technician completed a brake upgrade and replaced the broken brake linkage to resolve the issue.

Event description:
Account alleged that the stretcher would not lock at the foot end, brakes are not holding at the foot end of the stretcher. No pt impact.